Event description:
It was reported the sensing was increased and the threshold was high on the lead. The physician stated noise was observed on the lead due to lead "dysfunction". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it was too proximal, indicating that the lead was not fully inserted into the device; full lead returned and analyzed.